Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and hit head. Reportedly, the customer went to emergency room; however, refused to receive treatment. Customer tried to address the elevated bg with a manual insulin injection. Reportedly, the customer left the ER one hour later with no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.